Manufacturer narrative:
1. DHR/bhr review lot#3353178. 1-this batch of products were assembled at intima ii auto line 3 in (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 3331291, 3331293, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test, the leakage test is passed, there is no leakage at the prn, and the prn removal torque is within the product specifications. Please see attachment for the test reports. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further testing of the defective sample cannot be conducted, and the usage of the sample is unknown, the root cause of the leakage at the prn when preparing to re-indwelling the indwelling needle cannot be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii y 22gax1.00in prn ec slm npvc leaked at 9:00 a.m. On (B)(6) 2024, when the nurse went to bed 32 for intravenous infusion in the ward, she was going to reintroduce the trocar. The inspection found that the heparin cap end of the trocar was leaking seriously. She tightened the heparin cap, but there was still leakage. Then replace the indwelling trocar with a new one.